Event description:
It was reported that the patient observed alarms on (B)(6) 2022 when plugging the black power lead of the controller into the mobile power unit (mpu). No alarms were visible on the controller screen and there were no alarms or illuminated lights on the mpu. The patient switched to a different outlet and continued to hear short audible alarms. The patient presented to the clinic on (B)(6) 2022 and informed the ventricular assist device (vad) coordinator that they had changed from their primary controller to the backup, then back to the primary controller on at least two separate occasions from (B)(6) 2022-(B)(6) 2022. When the patient's controller was connected to the mpu in the clinic, no alarms occurred. No alarms were reviewed on the controller display other than no external power. A self-test was performed in the clinic with no issues. The patient was sent home with a loaner mpu and was reminded to only exchange the controller on their own in the case of true medical emergency. Log file review of the primary controller confirmed a few driveline disconnects on (B)(6) 2022 and (B)(6) 2022. A no external power alarm was also observed on (B)(6) 2022. Review of the backup controller revealed no issues aside from a controller clock corrupt alarm. Additional information was received that the alarms had resolved but the cause was not identified. No products would be returned for evaluation. Related manufacturer's report: 2916596-2022-14785, 2916596-2022-14786.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. The reported event of an atypical clock corrupt alarm was not confirmed. The heartmate 3 system controller (serial #: (B)(4)) was not returned for analysis. A log file was submitted for review spanning approximately 6 days ((B)(6) 2020, (B)(6) 2000, (B)(6) 2020, (B)(6) 2020, (B)(6) 2000, and (B)(6) 2022 per time stamp). Events occurring on (B)(6) 2000 are from when the system clock was not set and the exact time of events occurring on these timestamps are unable to be determined. The driveline was disconnected and reconnected multiple times throughout the log file for system controller exchanges. Throughout the log file are controller clock corrupt alarms; however, these were determined to not be atypical due to the system clock not being set. The system controller was the patient's backup controller, and the clock corrupt alarms appear to be related to a maintenance issue with not properly charging the backup battery of the backup controller. The backup battery inside the system controller must be charged at least once every 6 months. The clock was set on (B)(6) 2022 at 9:15:28. The driveline was not connected to the controller at this timestamp. There were no other notable alarms in the log file. The root cause of the reported corrupt clock alarm appeared to be related to the patient not charging the backup controller to maintain the internal clock. The root cause of the reported event of a controller exchange was determined to be user error in the patient unnecessarily exchanging their controller after witnessing an alarm. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate iii patient handbook (rev. C) section 2 entitled "how your heart pump works", recommends that the 11 volt lithium-ion backup battery inside the backup system controller must be charged at least once every six months. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.